Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer describes device fails door open alarm test during preventive maintenance. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: pm testing. Case resolution: ¿ customer will press on the front door during door ajar test, and device will pass. ¿ to isolate problem fault, customer to repair/replace the bezel assembly and/or the ail sensor. ¿ customer given part number for the one-piece bezel assembly replacement. ¿ (B)(4) will call back, if any further assistance is needed.